Manufacturer narrative:
Follow-up #1: date of submission: 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the review of the black box data showed multiple persistent ¿cs128¿ alarms associated with unusual low voltage counts reading (below 40vp) which were recorded post consecutive ¿cs054/cs052/cs012¿ alarms. No evidence of short battery life was observed. The battery compartment and the returned battery cap were undamaged. The cap was able to fit securely. The pump alarmed with ¿cs128¿ replace battery alarm upon confirming the verify screen. Investigators were unable to adequately investigate the reported ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Technical analysis revealed a single component slave processor adc failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.